Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time, the device was programmed to deliver unspecified medications at a rate of 150 ml/hr, with a vtbi (volume to be infused) of 125 ml, a container size of 150 ml, and the delivery was started. After less than one hour while the nurse was responding to an alarm condition, it was noted the solution container was empty. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.